Event description:
For the past month, the battery in the customer's pump has been depleting quickly from 20% to 1%. The issue caused the pump to shut down resulting in high blood glucose levels.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.